Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing lower fill estimate than caller anticipated during use. There was no reported impact to the customer¿s blood glucose level. Customer was educated to remove air from cartridge before filling, was guided through filling and loading new cartridge, declined test bolus to update estimate, and planned to monitor situation and follow up with technical support if needed.